Manufacturer narrative:
Certain gold-tite hexed screw (iunihg) and unknown biomet implant was reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was conducted using applicable instructions for use, risk files and other available information. Functional testing could not be performed due to the nature of the devices and event. No pre-existing conditions were noted. The devices had been placed on an unknown tooth location for an unknown period of time. X-ray & picture evaluation: none provided. Appropriate documentation was reviewed. DHR review could not be performed since the lot numbers were not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Complaint history review could not be performed for the unknown biomet implant. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction and the reported event could not be verified. The following sections have been updated: h3: changed "yes" to "no".

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot number, expiration date, and unique identifier (UDI) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the abutment screw fractured.